Event description:
The customer's father stated that he did not think that the cannula was properly inserted at the infusion site. He also stated that the cannula was kinked. The customer's blood glucose level reached 460 mg/dl. The pod was worn for less than 4 hours.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. The customer also reported that the cannula was not properly inserted at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.